Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high pacing threshold. A new lead was implanted. No additional adverse patient effects were reported.